Event description:
It was reported that the patient presented remotely via melrin. Net. It was noted that the right atrial (ra) lead was over-sensing noise which lead to inappropriate automatic mode switch (ams) episodes. Additionally, the ra lead had sensing issues in the form of p-wave amplitude variation. The patient was asymptomatic. Programming changes were made and the patient was in stable condition.